Event description:
It was reported the pt was experiencing a loss of therapeutic effect starting about three weeks prior. Impedances were tested and were >2000 ohms on all of the unipolar pairs. There was no recent fall or trauma. Additional information received indicated the pt had reported falling back, but had not had any falls since then. The pt had reported feeling a "popping" type pain in her neck approximately one month ago. X-rays were taken of the lead/extension connection. A fracture in the lead was observed. The pt was referred to a neurosurgeon and was scheduled for a lead revision in 2008. At the time of this report, pt outcome and revision status were unk.